Manufacturer narrative:
Batch review performed on 12-feb-2024. Lot 2006484: (B)(4) items manufactured and released on 19-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Visual inspection: revision surgery of a gmk sphere implant about 3 years after primary implantation due to loosening of the tibial tray. No residual cement can be noted on the distal surface of tibial baseplate and on the internal surface of the femur. Scratches and dents can be noted on the articular surfaces of the tibial insert; they look like scratches commonly found in wear test with third body condition, suggesting that some particles were interposed between the insert bearing and femoral component. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface). Absence of cement, is not an evidence of a faulty device. From visual inspection, there is no evidence to suspect that the event is related to a faulty device.

Event description:
At about 2 years and 11 months after primary, the patient has been revised because of tibial component loosening. During the surgery, it was noticed that the cement was firmly attached to the bone and not to the prosthesis. The femoral component was still anchored to the bone, but was easily removed. There are also scratches on the liner. The surgery was completed successfully implanting gmk hinge system.